Event description:
According to the available information, the patient states that when he deflates his implant, it semi inflates. He started deflating his device on (B)(6) 2025. On (B)(6) 2025, the doctor deflated it for him. He did not notice that it started auto inflating until he got home from the doctor¿s office. He has not yet started inflating his device.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
H10: the revision procedure was inadvertently captured under a separate medwatch report previously. Please reference h10 for related adverse event report number. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of reservoir malposition, quality accepts the physician¿s observations of such as the reason for surgical intervention. Based on risk documentation, malposition of the reservoir can result in auto inflation. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to additional information, the reservoir was explanted and replaced due to being in the wrong place.